Event description:
It was reported that during a lead extraction procedure to remove a single malfunctioning rv lead, a tear to the superior vena cava (svc) and innominate vein occurred. Reportedly, the 16f glidelight laser sheath was used to advance down the lead successfully until reaching the ra. At this point, patient blood pressure sharply dropped, indicating a tear to the svc. The physician elected not to deploy the bridge occlusion balloon immediately, as he wanted to complete removal of the lead before intervention commenced. The lead could not be immediately removed, so the balloon was inflated and surgical intervention began. Upon accessing the injury location, it was identified that the vessel injury had been exacerbated by inflation of the rescue balloon. Repair was attempted, but the intervention was eventually unsuccessful. The patient did not survive.